Event description:
It was reported that device has a bad interconnect board. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed chip on the both front corners of the top case. Customer?s reported issue was duplicated during start-up process. Battery communication timeout error was found. The root cause of the reported issue was determined to have been caused by the battery not operating as intended as a result of normal wear. Actions taken to mitigate the reported issue: replaced battery. Performed power up process and all functional tests which passed.